Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a revision surgery to relocate the ins. The patient reported that they did not have "much of a butt" and the ins had been put down low and got to where the patient felt like they were sitting on it which bothered the patient. The patient's healthcare provider (hcp) discovered that the ins had migrated and thus a revision was done, to the patient's knowledge the lead had not been moved. The issue was resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.